Event description:
On (B)(6) 2011, an iipv was identified in patient event log that occurred on (B)(6) 2011 at 13:40 with a drain volume of 3459 ml during cycle 5 (drain = 3447ml + post therapy drain 12ml = 3447ml). Largest prescribed fill volume: 2000 ml. No patient injury or medical intervention was reported in relation to this event.

Manufacturer narrative:
(B)(4).evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.